Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials coordinator reported that a patient was dissatisfied with the vision following an intraocular lens (iol) implant procedure. The iol was exchanged for a different lens model. Additional information was provided by the surgeon who reported, that the patient experienced positive dysphotopsia. The iol was replaced with a different lens model and two diopters difference in power. The patient's issues have resolved. The prognosis is excellent.